Event description:
The facility reports this was the first time they used the sling. The resident was in her bed with the toileting sling underneath her, both clips locked in place, and the sign hooked to the lift. The cna started the lift. When the resident was about 12 inches off the bed when the cna heard a loud plop and the resident leaned over to one side (resident did not fall out). The cna immediately lowered the lift, putting the resident back down on the bed. She removed the sling and took it out of service and it was never used again. The cna stated she and the resident were not injured or hurt in any way.